Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had entered safety mode and device replacement was recommended. It was noted that the patient had covid-19 and the field representative inquired whether device replacement could be postponed until after the patient recovered. This pacemaker remains in service at this time. No adverse patient effects were reported.